Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side no complaint. Additionally, device was implanted after device label expiration. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and fluids. A leak test was performed and no leakage was found. The fill test inspection was performed and the result found no blockage. Based on the device analysis the final assessment is: during the analysis, no openings were observed. No issues were found related with the manufacturing process.

Event description:
Healthcare professional reported left side no complaint. Additionally, device was implanted after device label expiration. Device has been explanted.